Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. Analysis indicated that the programmer turned on with no backlight while the display was up. The inverter was shorted out on the lower half and was replaced. The inverter cover was melted on the lower half and was replaced. The liquid crystal display was also melted from the inverter shorting out and was replaced. There was no evidence of abuse or mishandling. There were no system logs on the hard drive. The programmer passed all functional incoming tests after repairs were done.